Event description:
Reportedly, the reducer seal disengaged from the instrument, fell into the pt cavity, and was retrieved without incident. Procedure: gastric banding. Pt status: no pt injury reported.